Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right atrial (ra) and right ventricular (rv) channels. At this time no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.